Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00968. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400 coil). During the procedure while deploying the pc400 coil in the aneurysm, the coil unintentionally detached and caused occlusion of the left middle cerebral artery, resulting in a right side hemiplegia. A stent retriever was used to remove the pc400 coil. The physician attempted to advance a new pc400 coil to the aneurysm but met resistance and the coil was removed; the procedure did not continue any further.